Manufacturer narrative:
The scope was returned to olympus for evaluation. The evaluation did not include microbial testing and therefore the positive culture could not be confirmed. The evaluation found a slight discoloration inside the biopsy channel on the entrance of the biopsy port. There was also a black stain at the entrance of the suction channel from the scope connector side. There was no sign of damage to the insertion tube. The scope passed the leak test, and the scope image was normal. A review of the device service history shows several repairs since the device was purchased in march 2012, including two prior repairs in 2018. Despite several followups by phone and in writing, no information is currently available regarding the culture results, dates, or relationships or impacts to procedures and patients. There is also no current information regarding user facility reprocessing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed that a gastrointestinal videoscope failed culture testing three times at the user facility.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds.